Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. A post-ast simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid on the underside of the top cover, beneath the mushroom heads of pump a and b, and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. There were multiple alarms that occurred during the treatment, prior to discovery of the fluid leak. There were air detected in cassette alarms and a patient line is blocked message. The patient was in drain 3 of 3 when they contacted ts for assistance. The ts representative advised the patient to reboot the cycler. After rebooting, the patient was unable to bypass the alarms. The treatment was cancelled, and upon removing the cassette from the cycler, the patient observed fluid leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. Upon follow up, the patient reported seeing large air bubbles inside the cassette. The patient completed their treatment by performing a manual exchange. They verified being trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.